Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 2.50 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified proximal and distal stent damage. Stent strut row's 1 and 2 on the proximal end of stent were flared. Stent strut row's 1 and 2 on the distal end of stent were flared. The undamaged section of the crimped stent outer diameter (od) was measured which is within max crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon may have been subjected to positive pressure as the proximal and distal struts are slightly flared. A visual and tactile examination of the device found multiple hypotube kinks along the full catheter length. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-apr-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, concentric, de novo target lesion was located in the moderately tortuous, mildly calcified, and 2.5mm in diameter right coronary artery (rca). A 32 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Then tried to advanced with the help of a non-bsc guidewire but still failed to cross the lesion. The device was removed and the procedure was competed with a different device. No patient complications were reported and the patient's status was stable. However analysis reveled stent damage.